Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.

Manufacturer narrative:
The device was returned due to patient death. Analysis performed, including electrical, mechanical, and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.